Event description:
Customer called to report the insulin pump alarmed for no delivery. Blood glucose reading was 135 mg/dl. Customer refused troubleshooting and stated that she is old and does not have the patience to be on the phone for 30 minutes. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.